Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that, right hip surgery was on (B)(6) 2012. Left hip surgery was on (B)(6) 2011. Patient complains of increased pain in both hips and back. Patients reports increased cobalt and chromium levels. Patient states that her vision and memory is being affected. Surgeon will re-check her blood levels in 3 months. Update; it was reported that the patient had a left hip revision surgery on (B)(6), 2013.